Event description:
It was reported that auxiliary control unit watchdog and base not responding event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed it was in excellent condition. Unable to duplicate reported problems. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: repairs were not needed as no problems were found. Performed preventive maintenance and all functional testing which passed.